Event description:
It was reported that the patient experienced skin erosion at the lead site. Suring wound exploration, to address the issue, the lead was explanted and replaced on (B)(6) 2024. Therapy was restored.